Event description:
It was reported that the device was explanted and replaced as it is subject to the assurity, endurity inhomogeneous epoxy mixing field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, and the patient is in stable condition with no adverse consequences.

Manufacturer narrative:
The device was returned due safety advisory without identified device or use problem. The device was received with normal telemetry and normal output. Analysis performed found elevated current. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.